Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was not showing up. A technical support specialist (tss) checked the patient on the server and found that there was only one profile created from the adt (admit, discharge and transfer), which was still admitted. The tss checked the station and found that the admission inactivity days were set to 7 days. The tss guided the customer to adjust the inactivity days to 9 days. The customer verified that the patient information was showing, and a transaction was performed. The tss advised the customer to revert the setting back to 7 days. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient information was showing up on the main pyxis system but not on the floor pyxis. The customer stated that there was a delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.